Manufacturer narrative:
H3, h6: the navio bone pin, p/n pfsd01008, lot tu59051-02, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported event was visually confirmed. The thread have physical damage 1/4 from the end of the fastener. Even when the reported issue was visually confirmed, a functional evaluation was performed. The evaluation follow pv requirements, and no malfunction was identified in the component. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was external forces and/or pressure apply to the pin. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the navio surgical system user¿s manual for proper handling. Components break / wear or spinning bur contacts inside of guard causing flaking / material dust. Per information stated in the complaint, the procedure was successfully completed without delay using back-up devices. No patient injury or other complications were reported. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during a navio tka procedure, three bone pins broke inside the patient during use. All the pieces were removed. The procedure was successfully completed without delay using back-up devices. No patient injury or other complications were reported.